Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, patient factors such as dropping the controller, comorbidities such as diabetes, and pharmacological factors are possible contributing factors. The greater frequency of infections in diabetic patients is caused by the hyperglycemic environment that favors immune dysfunction, micro- and macro-angiopathies, neuropathy, and decrease in the antibacterial activity of urine, gastrointestinal and urinary dysmotility, and the greater number of medical interventions for this type of patient. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported about a study patient that was admitted to the hospital on (B)(6) 2015. The patient presented to clinic on (B)(6) 2015 after a recent driveline trauma 2 weeks prior. The patient stated that when he was in the bathroom when his battery pack fell off of the vanity and tugged on his driveline site. The patient experienced some soreness around the site with minimal erythema. Minimal bloody drainage was noticed that persisted until 3-4 days prior to admission, requiring a new bandage every 2 days instead of every 4. Cultures were drawn on (B)(6) 2015, blood cultures were growing gram negative rods, most likely cardiobacterium. Wound cultures grew (B)(6). The patient was started on ceftriaxone for the bacteremia and vancomycin for the driveline infection. Vancomycin changed to oxacillin. Blood cultures since initiation of antibiotics showed no growth by time of discharge. Discharged home with IV ceftriaxone for bacteremia and oral dicloxacillin for (B)(6) driveline infection on (B)(6) 2015.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a code correction. Newly received information indicated that the patient had recovered. Corrected the device code due to previously reported driveline pull. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) driveline cable infection had resolved with sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient¿s doxycycline was discontinued on (B)(6) 2017 after having been seen by the transplant infection control team.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s doxycycline was continued by the transplant team. On (B)(6) 2018, the patient¿s inflammatory markers were noted to be stable. It was further reported that the patient is being treated with antibiotics for a chronic driveline infection that remains unresolved.the pump remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction PMA/510k for previous report submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that over the course of 10 months, the patient's antibiotics were changed to levofloxacin, from diclox to keflex, from levofloxacin to bactrim, and to doxycycline due to positive cultures in (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the patient's infections were treated with intravenous vancomycin and oxacillin and that he was transitioned to oral dicloxacillin upon discharged on (B)(6) 2015. Over the next ten months, the patient was prescribed multiple oral antibiotics that included levofloxacin, diclox, keflex and bactrin ds. Repeated cultures on (B)(6) 2016, blood cultures were still (B)(6) for corynebacterium and the patient started on doxycycline hyclate. When seen in the outpatient clinic on (B)(6) 2016, his blood cultures were noted to be (B)(6) for corynebacterium and (B)(6). The patient was again seen at the outpatient clinic on (B)(6) 2017 where his driveline (dl) exit site was noted to be stable with a scab adjacent to the site that had fallen off. No drainage or bleeding was seen from the site but cultures proved to be positive for coryneform gram positive rods. By (B)(6) 2017, the dl exit site appeared improved. Blood cultures drawn on (B)(6) 2017 were negative. The patient was seen in clinic on (B)(6) 2017 and a blister was seen adjacent to the dl exit site scab which appeared smaller with no bleeding or drainage. The patient has been continued on oral doxycline hyclate. This event is reported to have been unresolved. The primary investigator reported that the event was related to the study device, possibly related to the patient's condition and unrelated to the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.